Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheters 20 gauge x 1.0" had blood exposure as well as a needle stick. The following information was provided by the initial reporter: "3 weeks ago clinician inserted insyte cannula (non-safety) then put needle inside a bluey and then picked it up getting a needle stick. Clinicians on the ward reported that they had no stock of safety cannulas at the time."

Event description:
It was reported that bd insyte¿ IV catheters 20 gauge x 1.0" had blood exposure as well as a needle stick. The following information was provided by the initial reporter: "3 weeks ago clinician inserted insyte cannula (non-safety) then put needle inside a bluey and then picked it up getting a needle stick. Clinicians on the ward reported that they had no stock of safety cannulas at the time."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.